Event description:
Customer allegedly received the following results, with two different roche meters, within 1 minute: 225 mg/dl (B)(4) and 114 mg/dl (B)(4) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer allegedly received the following results, with two different roche meters, within 1 minute: 244 mg/dl (advantage) and 126 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system 2. Reference medwatch report with patient (B)(6) for the advantage system 1. Other text : na